Event description:
A malfunction was reported by the caller on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.